Event description:
It was reported that a guidewire separation occurred. The patient underwent a uterine artery embolization procedure for treatment of adenomyosis/hysteromyoma. The 70% stenosed target lesion was located in a mildly tortuous and mildly calcified uterine artery. A 135/10 renegade hi-flo kit microcatheter was used for a super-selective uterine artery procedure. After flushing with normal saline, the catheter could not be withdrawn smoothly. During withdrawal, the guidewire fractured and separated within the catheter. The distal tip of the guidewire could not be removed, and the catheter could no longer be used. The procedure was completed with another of same device. The patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.